Manufacturer narrative:
(B)(6). The device was received for evaluation with approximately 120ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that at the end of the expected therapy time of seven days, the device was not empty. The device had been filled with 61.6ml fluorouracil and 190ml 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.